Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the connected companion 2 driver exhibited a "system malfunction" alarm while supporting a patient at the (B)(4) hospitalier (B)(6). The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. The companion 2 driver was returned to syncardia for evaluation. Visual inspection of the driver's external components revealed no anomalies. Review of the electronic patient data file revealed that no "system malfunction" alarms were recorded. However, multiple "very low left cardiac output" alarms were recorded. During investigation testing, the "very low cardiac output" alarm was confirmed. The root cause of the alarm was a malfunction of the pressure sensor printed circuit assembly (pca). The pressure sensor pca was replaced, and the companion 2 driver passed all final performance testing. This failure mode posed a low risk to the patient because the companion 2 driver continued to perform its life-sustaining functions. The malfunction of the pressure sensor pca resulted in understated cardiac output and left driveline pressure readings. The investigation found that the pressure sensor pca actually exhibited a higher peak pressure output. It is unlikely that the high left driveline pressure would impact the patient because once the driveline pressure increases to the point of achieving the full eject flag, the diaphragm of the temporary total artificial heart (tah-t) is in the full "up" position. When this occurs, any further increase in pressure is isolated to the tah-t diaphragm and is not transferred to the patient's blood. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the connected companion 2 driver exhibited a system malfunction alarm while supporting a patient at (B)(6). The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the companion exhibited a system malfunction alarm, the companion 2 driver continued to perform its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR.